Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 207 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer just started using the insulin pump on the day prior to the event. The customer was disconnected during priming. The customer stated that he accidently gave himself a bolus of six units while he was sleeping, which caused the event. The customer was advised that the keypad can be locked while he is sleeping. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.